Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain and fluid discharge around the ipg pocket. In turn, surgical intervention may occur later to address the issue.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was obtained that an infection was confirmed. Surgical intervention took place wherein the system was explanted. The patient was hospitalized and undergoing physical therapy and IV antibiotics to address the infection.